Event description:
It was reported that the subject device front panel failure, the issue occurred during maintenance. There were no reports patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel light-emitting diode (led) failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel light-emitting diode (led) failure causes lighting partially. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.